Event description:
It was reported that when using the bd pyxis¿ es server a purge failure occurred and a remote sync was needed. The server had gone into disconnected mode after being unused for more than 150 days. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the device involved in the incident, it was determined that the underlying issue had been caused by the purge throttle setting being left enabled (set to true) on the server. Because the purge throttle remained active, purge operations were restricted, which prevented device logs from updating and resulted in persistent failed flags. The server contributed to delayed sync completion and uncertainty during validation. A technical support specialist identified that the purge throttle was still enabled, set it to false in accordance with knowledge article recommendations for a controlled purge, and restarted the service to apply the updated settings. The tss then worked with the field agent to complete syncs on all affected stations. Once the purge throttle was deselected, the logs were able to update, and all devices subsequently completed their syncs successfully, clearing the failed flags. It was confirmed that pse (product support engineer) had not altered the purge throttle setting, and with all syncs completed and all flags cleared. The system functioned as intended after the technical support specialist completed the troubleshooting and investigation.